Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was in a negative pressure room with the main ventilator at the patient bedside and a 2nd gui (graphic user interface) display screen was outside of the patients room. The main gui display screen became nonresponsive and the 2nd gui outside the room functioned normally. The ventilator continued to ventilate patient at all times. Patient was stable throughout, and there was no harm or serious injury. The reporting hospital will not disclose any patient information.

Manufacturer narrative:
See attached follow up report.